Event description:
It was reported that during a treatment procedure to place a titanium greenfield vena cava filter at the level of l2, the filter did not expand symmetrically. A steel greenfield filter was then placed above the first filter at the level of t12 and deployed without incident. X-ray images show the titanium filter to be tilted to the right and with the tip located at the mid l1 position. The steel filter is shown with the upper tip at the superior end plate of l1. The pt was anti coagulated with coumadin. According to the reporter, as of 11/2002, the pt is now on plavix and reported to be doing well without recurrence of life threatening embolic events.